Event description:
During a ptca treatment procedure the nc monorail ballon ruptured at 14 atms on the initial inflation. The patient was asymptomatic during this event. The lesion being treated was a calcified, occluded in-stent restenosis in a tortous circumflex coronary artery. The nc monorail balloon catheter was removed and replaced with the same model balloon catheter, but this balloon ruptured on the second inflation to atms. The device was removed and replaced with a 10/4.0 monorail cutting balloon. The procedure successfully completed. Patient status is reported as 'good'.